Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4.0 lbs due to faulty force sensor resistor and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted during testing. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they received a compromised force sensor system alarm as well. The customer also reported that they had keypad anomaly. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.